Event description:
Hosp reported that during a code the sims resuscitator was obtained, when the resuscitator bag was squeezed the duckbill and retaining ring dislodged inside the resuscitator bag. Hosp reported that the nurse immediately replaced the resuscitator and continued the case with no reported harm to pt.